Manufacturer narrative:
Novocure´s medical opinion is that the contribution of the transducer arrays to the skin laceration cannot be ruled out. The fall, shunt infection, and death were unrelated to device use. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm). Additional note: manufacturing date of tfh202163 is july 18, 2016.

Event description:
A 21-year-old female patient with recurrent high-grade glioma started optune gio therapy on (B)(6) 2023. Novocure was informed on (B)(6) 2024, that the patient fell while wearing the optune gio device. As a result of the impact, the patient experienced a skin laceration described as an open split caused by two of the array discs on the back of the head that required staples. Optune gio therapy was temporarily discontinued. In addition, the patient was hospitalized due to a shunt infection. The patient had an initial shunt placed on (B)(6) 2023, and an additional on (B)(6) 2024. On (B)(6) 2024, patient´s father informed novocure that the patient died that morning and was not on therapy at the time of death. Several attempts were made to contact the prescribing physician for further details without reply.